Event description:
It was reported that the manufacturer's representative (rep) had only seen a power on reset (por) that did not result from an over discharge one time.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient, product ID: neu_unknown_lead, product type: lead; product ID: neu_recharger_acc, product type: recharger. (B)(4).